Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils were not visualized after deployment outside of the ostium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having increasingly more discomfort during insertion procedure" and device physical property issue "the tip of the essure device bent". The patient's medical history included gravida I and parity 1. Concurrent conditions included bleeding genital. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy on (B)(6) 2020 total laparoscopic with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and dysfunctional uterine bleeding outcome was unknown. The reporter considered device dislocation and dysfunctional uterine bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif was received. Event dysfunctional uterine bleeding was added. Date of insertion updated. Date of removal was added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils were not visualized after deployment outside of the ostium') in an adult female patient who had essure inserted. Other product or product use issues identified: device difficult to use "having increasingly more discomfort during insertion procedure" and device physical property issue "the tip of the essure device bent". The patient's medical history included gravida I and parity 1. Concurrent conditions included bleeding genital. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2020). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils were not visualized after deployment outside of the ostium') in an adult female patient who had essure inserted. Other product or product use issues identified: device difficult to use "having increasingly more discomfort during insertion procedure" and device physical property issue "the tip of the essure device bent". The patient's medical history included gravida I and parity 1. Concurrent conditions included bleeding genital. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2020). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.